Event description:
It was reported that a user experienced recurrent low blood glucose following meal announcements while using the ilet, and the user intermittently paused insulin delivery after announcing meals and shut the pump down overnight due to alarms; the user recorded a lowest glucose of 63 mg/dl with an approximate 20-minute duration outside target and no back-up therapy, ketone testing, or medical intervention. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient hypoglycemia that was self-managed without professional care. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed user-initiated pausing of insulin delivery and overnight pump shutdown, which would limit automated insulin modulation and contribute to low glucose events following announcements. It was concluded that hypoglycemia occurred with cause unclear and that user actions likely affected system performance; additional field team follow-up and potential device reset were discussed with the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.